Event description:
A paratrend 7+ sensor was returned to diametrics medical limited from its distributor. The sensor had been returned from the user facility, where leakage of blood through the sensor had been discovered. There was no report of any adverse event or pt injury.